Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was inspected, based on the results of the inspection and legal manufacturer's investigation, no energy power output was directed to the jaw due to a loose wire leading to an intermittent connection inside the handle. The observed failure is a known phenomenon resulting from the jaws coming in contact with each other instead of tissue when using to grasp. This issue is addressed in the instructions for use (IFU): on page 3 of the device IFU (p9100528-001_ad), it states: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." On page 4, the device handling is mentioned: "keep the active electrodes in sight during use. Inadvertent activation or movement of the instrument outside the field of vision may result in patient injury." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer response and updates. Communication with the customer conveyed the following information: customer stated they cannot tell exactly who used the device, but they know it is a chief physician or ward physician that have used the device. They are not sure what date the device was used, they cannot provide the name of the operator of the device. No further information provided.

Event description:
Updates on event or problem reported: the procedure was laparoscopic salpingectomy.

Manufacturer narrative:
The subject device was returned to the service center (B)(4) olympus site for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device stopped working during a procedure after a short while of use. The intended procedure was completed with a similar product. The delay was approximately 5 minutes. The product was connected to an esg-400 generator. There was no patient harm or impact reported due to the event. No user injury reported.